Manufacturer narrative:
The insulin pump was returned for a power loss alarm. Power loss alarms were noted after the error 25 per long trace history file. Low battery alarms and error 25 were confirmed in the long trace. Detailed trace analysis confirmed that the insulin pump alarmed when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of the microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with the cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced excessive off no power. Insulin pump would be replaced.